Event description:
It was reported that a power surge was sent through the previously working remote monitor as the result of a weather condition, and the monitor was no longer receiving power. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the power supply is unable to power up the monitor due to not enough voltage supply to the monitor. Power supply adaptor found out of electrical specification. Device powered up with a known good power supply but would not start interrogation; failure disappeared during further analysis and cause of the interrogation issue could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.